Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display was damaged. Further information was provided that the display was not working. There was no adverse patient impact reported.

Event description:
The customer reported that the display was damaged. Further information was provided that the display was not working. There was no reported patient involvement.